Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. It was reported the ipg was explanted and replaced due to no output. A review of the pt's medical history found the pt had been non-compliant with the ipg recharge requirements, admittedly not recharging the ipg for the last (B)(6). No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval summary: visual analysis of the ipg noted visible damage to the ipg can. Functional testing confirmed the ipg had no output as a result of the pt's failure to recharge the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.